Manufacturer narrative:
A ge service representative performed an on site investigation. The printer was replaced during the service call. The sytem was tested and found to be working as intended and put back into service.

Event description:
It was reported that the printed images on the 9800 system were light on the left side. No patient injury was reported.